Event description:
It was reported that there was a revision of femoral head to increase leg length.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding leg length discrepancy involving a ceramic femoral head was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. The reported event indicated "leg length issue not related to product failure." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported leg length discrepancy determined due to the minimal information received.

Event description:
It was reported that there was a revision of femoral head to increase leg length.